Event description:
It was reported that the customer's insulin pump was damaged in a car accident. His blood glucose was unknown at the time of reporting. He stated that he believed his blood glucose "was ok" at the time of the accident. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.